Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient suffered chronic pain and recurrence of stress urinary incontinence. According to the physician's office, no additional patient complications were reported related to the mesh. All other information is unknown and unavailable.